Event description:
The patient experienced weakness after clonidine was added to the pump medication. The pump originally contained morphine (concentration and dosage were not reported). It was also reported that the patient was not able to ambulate as well and had a fall. The patient was admitted to the hospital. The pump was stopped. The report indicated that the pump would be filled with a different medication. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.